Manufacturer narrative:
Investigation revealed no system malfunction was found. The fluoroscopic image used contained a tracking error. The pre-operative merge showed a shift present in the anterior-posterior fluoro imaging. The user must verify the merge before proceeding to navigation. Evaluation of the case and case logs found that the cause of the reported issue was traced to user error.

Event description:
It was reported that a screw was misplaced at ls1 and right s1, resulting in a dural tear, which was repaired intra-operatively.